Manufacturer narrative:
The insulin pump was received with minor scratched display window and cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.

Manufacturer narrative:
The insulin pump was received with minor scratched display window and cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.

Event description:
It was reported via phone call that the drive support cap was protruded. The customer's blood glucose was 170mg/dl. The customer was advised the pump will be replaced and revert to back up plan.